Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The de novo lesion was located in the moderately tortuous and calcified superficial femoral artery. The physician advanced a non-bsc guide wire to the femoral artery lesion. The lesion was dilated with a 4mmx20mmx144cm coyote es balloon, but the balloon ruptured at 4atms upon the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).